Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was not ready for a scan. This was due to ps1 power supply malfunction. The x-ray scan was not going through the handpiece or the footswitch. The ps1 power supply was checked and reset, the system was then working fine as per standard. There was no patient involvement.